Event description:
The customer reported a generator error message. The system shuts down when this occurs, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.